Event description:
This case was received from the (B)(6) device adverse events reporting system. The patient underwent endothelial keratoplasty on their right eye for a prior event. Following regular postoperative follow-up, the patient developed tearing and a foreign body sensation after replacing their bandage contact lens. A cotton filament was found under the bandage contact lens. After the cotton filament was removed the bandage contact lens was still worn. After the visit, the patient developed redness, pain, and tearing in their right eye. The patient visited a clinic and was diagnosed with a right eye corneal epithelial injury. The patient was treated with both deproteinized calf blood extract eye gel and levofloxacin eye drops. The patient then visited a different hospital where a smear was performed, and g+ cocci was discovered. As the patient has undergone treatment at another hospital where we could not obtain records, it cannot be determined whether the bandage lens was worn before or after the occurrence of bacterial keratitis. The patient has since recovered from the event.

Manufacturer narrative:
No product is available for return. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.